Event description:
It was reported that the procedure was cancelled. A rotablator console kit was selected for use. During preparation, it was noted that the valve and the hose were damaged and the procedure was not completed due to this event. There were no complications reported and the patient was stable post procedure.